Manufacturer narrative:
The insulin pump passed displacement test, prime test, excessive no delivery test, self test and unexpected restart error test. No unexpected restart alarm noted. Unable to perform basic occlusion and occlusion test due to reservoir tube lip broken off. Pump passed all operating currents tested within the specification range and passed off no power test. The device had an alarm in alarm history file. The device alarmed due to corrupted history files. The insulin pump was received with corroded battery tube and reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and displayable history crc check failed on startup error. The customer¿s blood glucose level was 117 mg/dl at the time of the incident. The customer reported that her pump is not working. Customer stated that she was doing laundry and all of a sudden it started alerting and the battery and reservoir icons showed empty. Customer changed out the battery and started rebooting, but the screen didn't fully return she received a displayable history crc check failed on startup error alarm. Customer replaced out the battery again and pump rebooted and then gave her the alarm. Customer has received consecutive unexpected restart alarms after clearing the alarm and completing the rewind and prime process that the pump prompts her to do. Alarm occurred shortly after inserting a new battery. Unexpected restart alarm is recurring during normal pump use. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.